Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06164 & 2134265-2016-06493. It was reported that a pericardial effusion with tamponade and subsequent death occurred. The patient underwent a left atrial appendage (laa) closure procedure. Transesophageal echocardiogram and angiography were performed to measure the laa. A watchman access system was selected for use. It was noted that the patient was obese and while attempting to maneuver the watchman access system it kinked. A second watchman access system was then advanced and positioned in the laa. A 27mm watchman laa closure device & delivery system was selected. The watchman laa closure device was deployed too proximal, therefore it was fully recaptured and re-positioned deeper in the laa. The position of the watchman laa closure device was acceptable with a 7mm proximal shoulder noted. As the closure device met all criteria, it was released in the laa. During final imaging a pericardial effusion was observed. After a few minutes the patient's blood pressure decreased and they experienced cardiac tamponade. Pericardiocentesis was immediately performed and 1000ml of blood was aspirated. Protamine was infused. The patient stabilized and they were transferred to the intensive care unit (ICU). However, while in the ICU the patient's condition worsened and they ultimately expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first was which became kinked during manipulation, was not able to be advanced to the laa. The kink was located near the access site. An introducer sheath was not used. While in the ICU, the physicians tried to relieve the pericardium, but they were not able to stop the bleeding and therefore could not stabilize the patient. The patient passed away approximately 20 minutes after being transferred to the ICU. The cause of death was listed as heart failure.